Manufacturer narrative:
No product sample has been returned. Pictures were attached showing the condition of the sample as received at the decontamination facility. The filter-pro was attached to the syringe. Due to decontamination restrictions, the sample could not be forwarded to the investigation site for evaluation. The customer stated that the filter-pro did not stay attached in the tube system. Without a product sample the reported problem of difficulties with the filter-pro-syringe connection cannot be verified and/or confirmed with confidence; therefore, no further action will be carried out at this time. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number relevant to the complaint.

Event description:
The customer reported, ¿the cap of the abg syringe has come off in the tube system on the way to the lab department. Cap would not secure to end of syringe even after following directions from manufacture.¿; following review of the sample photos as received from the initial reporter, there is evidence of risk of blood exposure and visible leakage, due to the inability to attach the cap to the syringe. There was no reported patient involvement.